Event description:
It was reported that during a da vinci hysterectomy procedure, the blade of the vessel sealer instrument was observed to be exposed. It was also reported that the surgeon made the decision to convert to open surgical techniques because of bleeding.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. In addition, based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the intra-operative complication experienced by the patient. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. According to the system logs, an error code 32001 occurred during the surgical procedure. An error code 32001 indicates that the vessel seal instrument cutting blade cannot be retracted and may be exposed. When this code is logged, a message stating warning: blade exposed! Is displayed to the surgical staff. This complaint is being reported due to the following conclusion: the initial reporter indicated that a blade from the vessel sealer instrument was exposed and the surgeon made the decision to convert to open surgical techniques due to bleeding. However, at this time, the cause of the bleeding is unknown. It is also unknown if the exposed blade issue from the vessel sealer instrument caused or contributed to the bleeding.

Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated by failure analysis (fa). Upon inspection, the instrument blade was found to be bent and dislodged from the blade track. The instrument was placed on an in-house is3000 system and failed a self-check test. The instrument blade was manually placed in the blade garage. However, the instrument failed a self-check test several times after this was done. Fa concluded that this was likely due to the bent blade damage. There was no significant debris on the instrument tip. Upon rotating the grip axis and retracting the blade manually, the blade was observed to rotate. No other instrument damage was found.